Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer had reported that during a laparoscopic sleeve gastrectomy, the jaws of the device were sticking to tissue and after only a few activations, the device jaws would not reopen while applied to tissue of the greater customer. The surgeon managed to release the device from the tissue by latching and releasing the device handle multiple times. There was no harm to the pt. Upon receipt of the device for eval at covidien, a preliminary investigation found that the hinge pin was missing from the jaws of the device. The customer was notified and has since indicated that the hinge pin likely fell down the sink drain while the instrument was being washed, as the nurse had heard a sound but did not see anything; and further, the pt's abdomen had been inspected and no foreign material was found.